Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient was with her mother in the car on the way to her physical therapist for her backpain. She inserted the sensor while in the car and got the first reading of 63 mg/dl. At that time she got the reading from cgm, they were already at her physical therapist and she still getting low alerts as low as 41 mg/dl. During that time, she was sweating and shaky. She treated it with granola bars and glucagon shot. No fingerstick comparison during this time. The patient felt better after and didn't need to ask assistance from health care professional (hcp). At the time of the report the patient was still sweaty but feeling better. Even though there was no comparison from fsbg, the patient explicitly alleged inaccurate readings. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.